Event description:
The pt reports that he was treated for a corneal injury via voice mail. It was not clear as to what the injury was or what the pt was treated for. F/u attempts to contact the pt for more info were made with no response to date. This is being filed as an unconfirmed corneal injury.

Manufacturer narrative:
Unconfirmed corneal injury. No lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. There is no clear indication that the device could have caused or contributed to the incident. There is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.